Event description:
The manufacturer's representative reported the patient was experiencing loss of pain control developed new pain, and weakness in the legs. The hcp suspects an inflammatory mass, though an MRI was done and could not positively identify a granuloma.